Manufacturer narrative:
Updated fields:d4, d9, g3,g6, h2, h3, h6, h10. 828803pl certas plus inline valve 120cm was not returned for evaluation (product implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus inline valve was implanted on (B)(6) 2021 with an expiration date of 4/2021. Implantation was successful with no patient issues. Valve remains implanted.